Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy . A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. B3: date of event: requested, not provided. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: ipsilateral retrograde puncture was performed on the right and left femoral arteries to treat both right and left iliac arteries, and stents were implanted in each artery. Hemostasis of the right femoral artery was achieved using an angio-seal device (6 french). Manual compression was applied to achieve hemostasis of the left femoral artery. However, a pseudoaneurysm developed, and hemostasis failed. Then, hemostasis was attempted using an evt balloon via a crossover approach from the right femoral artery and successfully achieved. The angio-seal device (8 french) was used for hemostasis of another puncture site of the right femoral artery. As hemostasis was successfully achieved, the patient returned to the ward. About one week later, a pseudoaneurysm was identified in the right femoral artery. An attempt was made to achieve hemostasis via a brachial approach; however, the bleeding was not resolved. Surgical intervention was performed at another hospital. The causal relationship with the device was unknown. The blood loss was greater than 250cc. The patient status following the event was recovering. Ancillary device used: parent (medikit)